Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with unknown blood glucose levels at the time of the incident. The customer had not eaten before they went low. The customer did not mention how they treated. The customer experienced symptoms such as body swelling and gaining weight. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the low event. The customer also had a high of over 300 mg/dl. The customer believes the pump was over and under delivering. Troubleshooting was completed but did not resolve the issues. The insulin pump will not be returned for analysis.